Event description:
Event description guidant received information that during a follow-up visit, this pacemaker was pacing at the maximum sensor rate (msr). When it was programmed to ddd mode, the device then paced at the lower rate limit. The device was then removed and successfully replaced. This device is included in the pdm field advisory.